Event description:
Rptr is very concerned, in 1979, she had implants put in. She had no knowledge of harm. She has insurance or employment. She cannot seem to hold a job due to all the joint pain. She has swelling, pain, & she feels they are ruptured, the right one for sure. She is very scared. She is 46- yrs-old, unmarried & lost. She has no money or family. She complains of joint pain, swelling, skin swelling, swollen glands, swollen hands & feet, & hair loss. Her right breast is misshapened. She feels deposits underneath breast. She never knew they would ruputre. She has pain & burning in both breasts. Very tender to touch, very sensitive. She is nervous & afraid. Her mental health is shakey.